Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement and loss of capture. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.